Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ drug vial access device exhibited flow issues or restricted injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: lot number 1807701 for product code 515064 was provided for evaluation by our quality engineer. A device history record review did not reveal any issues during the production of the provided lot number that could have contributed to the reported defect. As samples were not available for investigation, ten retained samples of the same lot number were obtained from the manufacturing facility. Ten protector samples along with ten injector samples were tested for functionality. Through the testing, it was determined that the flow issues were caused by the injector product, not the protector product. The injector samples were disassembled and a gel-like lubricant was found within the cannula, which may have blocked the fluid pathway. An analysis has been initiated for the injector product to further investigate this issue and prevent its reoccurrence. According to ph-322, visual inspection of protector takes place during manufacturing process. (The correct assembly of the components and the absence of foreign matter are verified). As no pictures or samples are available, retained samples were taken for evaluation. Functional test was performed on varying combinations of n35-o and p20-o batches, which demonstrated that the issue derived from n35-o and not p20-o. The n35-o retained samples were disassembled and lubrication on the cannula appeared to be gel-like that may have been blocking the fluid path. The lube was removed from inside of the cannula and placed on a glass slide for evaluation. Varying n35-o lots with similar flow issues also appeared to be gel-like when disassembled and placed on a glass slide. Investigation conclusion: probable root cause is on-going for n35-o. No issues found related to the protector. A situation analysis ((B)(4)) is being initiated for the injector with further details related to the investigation.

Event description:
It was reported that bd phaseal¿ drug vial access device exhibited flow issues or restricted injection. No serious injury or medical intervention was reported.